Event description:
Event desc: inferior mi 1-ptca, 2 bare stents to rca. Positive thrombus to distal rca. Inserted iabp. Two days later - planned cath lab visit. 1 ptca, 1 des to lad 1 ptca, 1 des to circumflex. Two days later - pt developed hypotensive, bradycardia, and st elevation. To cath lab-subacute thrombosis to lad & rca. 1ptca, 1 stent to lad, 1 ptca, 1 stent to rca. Positive anterior mi four days later - pt became lethargic, coded pt - sent to cath lab emergently. Inserted iabp. Occluded lad & cx (circumflex) - did not view rca - but assumed it too was blocked. Attempted angiojet. Peformed CPR the entire time of procedure. Pt expired in cath lab.